Event description:
Health professional reported allegedly the lap-band device was explanted without replacement due to "esophageal dilation and reflux symptoms." The pt was "converted to a roux-en-y gastric bypass." Additional info has been requested from the physician, but has not been received at this time.

Manufacturer narrative:
(B)(4). Allergan has received the product however the analysis has not been completed at this time. The reporter of the complaint was asked indicate the product serial number and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associates with this report. Esophageal dilatation and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of esophageal dilatation as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food." Device labeling addresses the reported event of reflux as follows: "...gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippage may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."